Manufacturer narrative:
MFR report number 0002023141-2021- 01021 was submitted and it was subsequently discovered that based on visual inspection, the returned implant was identified as having a fracture at the collar region.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,mcol mg,6.0mm,10mm,mtx (tsvm6b10) was returned for investigation, see attached images a001 and a002 in the complaint. Visual inspection of the as returned product identified worn markings due to usage and a fracture collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted on the per is smoker/tobacco use. The reported device was located on tooth # 18 and was used for approximately 5 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1238200). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1238200) for similar events (complaint category keyword: medical : infection), (complaint category keyword: dental: medical : bone loss) and (dental : functional : fracture : implant) and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable for infection and bone loss however malfunction did occur and is confirmed for fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A summary investigation has also been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that patient was experiencing an infection at the implant site with puss and pain. Implant was removed due to infection and bone loss. Site was debrided and bone grafting was placed. Tooth #18. Symptoms: abscess, pain, inflammation, pus.